Event description:
During the procedure, a deltaplush cerecyte microcoil (cpl10020230/c17016) would not advance through the sheath and product analysis revealed the coil was severely stretched and damaged. A second deltaplush cerecyte microcoil (cpl10020230/c17319) did not advance through the unspecified microcatheter, and analysis revealed that coil was severely stretched, compressed and buckled and the introducer was damaged. There were no adverse events and another same size coil was used to successfully complete the procedure. No additional information could be obtained.

Manufacturer narrative:
(B)(6). Information regarding patient age, gender, weight, medical history and concomitant medications and devices was not available. This complaint was determined to be MDR reportable based on the preliminary device analysis on (B)(4) 2014. Complaint conclusion: the device was returned for analysis. As viewed through the returned packaging, the exposed coil was found to be stretched, severely damaged, and protruding outside the distal tip of the green introducer sheath. The exposed coil shows proximal stretching and severe damage to the distal section. Due to handling and packaging of the coil it cannot be determined to what extent the coil was damaged post-procedurally. Located 13.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath for the remainder of its length. There is no mechanical sheath damage at the protrusion site that resulted in an opened skive. Located on the proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The locking mechanism has compression and stretching damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil impeded in the introducer and the coil impeded in the microcatheter could not be confirmed since functional testing could not be performed due to the condition of the returned devices and the root cause of the complaints could not be determined based on the minimal information provided. It is not possible to determine if the damages found during product analysis occurred during the procedure or during post-procedural handling and shipping. The most likely contributing factor to the coils difficulty advancing through the sheath and unidentified microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which causes both the core wire and coil to protrude outside the sheath, for the coils socket ring to be pushed down inside the outer sheath, and for a portion of the severe coil damage found during inspection. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter of the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no information to suggest the complaints were related to a manufacturing issue; therefore, no corrective action will be taken. This is an initial/final MDR this is 1 of 2 mdrs submitted for this complaint with associated manufacture report numbers of 1226348-2014-00154 and 1226348-2014-00155.